Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that when their leadless implantable pulse generator (ipg) was implanted, they contracted an infection. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient contracted an infection prior to the implantation of their leadless implantable pulse generator (ipg).